Manufacturer narrative:
Investigation summary: bd was provided with a photo and sample for catalog 301940 lot 1902137 to investigate for this record. Visual examination of the photo and sample shows epoxy remaining in the surface of the needle. As a result, bd was able to verify the reported issue. This issue may occur due to some stoppage in the assembling machine. In accordance, this may lead to some epoxy form one needle touching another before the curing process. Finally, this epoxy becomes cured on the external surface of the hub. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. Investigation conclusion: after inspecting the returned sample, bd can confirm that the material noticed in the needle was epoxy (the glue used to join the cannula to the hub). This issue may occur due to some stoppage in the assembling machine. In accordance, this may lead to some epoxy form one needle touching another before the curing process. Finally, this epoxy becomes cured on the external surface of the hub. On the one hand, the highly capable process employed by bd to produce microlance needles keeps foreign matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where there are several strict preventive measures and good manufacturing practices are strictly followed. Root cause description: epoxy adhesive from one needle touching the affected needle before curing process. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It has been reported that one bd syringe¿ with needle has been found containing foreign matter before use. The following has been provided by the initial reporter: on (B)(6) 2019, the nurse opened a 2 ml syringe product and found that the needle was attached with white foreign matter and could not be used normally.